Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received and attached on 13 september 2022: this failure did not occur while on a patient. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed from the plunger assembly and bottom case upon receipt, the top case, right plunger case and battery door were cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the (motor not running) error was found during the occlusion test. Root cause of the reported issue is attributed to normal wear consistent with use, the pump is over 15 years old. Replaced worm coupling, worm gear, motor bracket, stepper motor, lead screw and both clutch halves. Performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.